Event description:
It was reported that during the lead implant procedure, the physician attempted to extend the helix outside the body prior to the lead implant; however, the helix would not extend after more than 20 turns. The lead was not used and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached cut, exhibited a cosmetic cut, and the lead appeared to have been damaged at implant.